Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer had not addressed their bg level at the time of troubleshooting. During troubleshooting with tandem technical support, it was discovered the cartridge was not seated properly causing the blockage. The cartridge was reloaded resolving the occlusion.